Event description:
The customer reported that they heard a loud sound that came from the alinity I processing module. Smoke was then seen coming out of the alinity I processing module, and the customer disconnected the analyzer. Upon further assessment, the power supply of the instrument was found to be burned out. The power supply was replaced and performance and safety checks were conducted on the analyzer, which is working properly and is reportedly in good condition. There was no reported injury. There was also no reported impact to user safety and no impact to patient management.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that they heard a loud sound that came from the alinity I processing module. Smoke was then seen coming out of the alinity I processing module, and the customer disconnected the analyzer. Upon further assessment, the power supply of the instrument was found to be burned out. The power supply was replaced and performance and safety checks were conducted on the analyzer, which is working properly and is reportedly in good condition. There was no reported injury. There was also no reported impact to user safety and no impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the main power supply, processing module resolving the issue. There was no fire seen nor any damage to the instrument and there was no injury to personnel reported. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional issues of loud noises (pop) and smoke from parts on the alinity I processing module. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the main power supply, processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the main power supply, processing module were identified.